Manufacturer narrative:
Unit received with no button response due to unlocked j2/lcd keypad connector. Unable to perform self test and displacement test due to no button response.

Event description:
The customer reported via phone call that all buttons were working fine. The customer's blood glucose value was unknown. Customer stated issue was occurring intermittently for the past 6 weeks. The insulin pump will be returned for analysis.